Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. The customer was instructed to contact technical support again if the malfunction reappeared.